Event description:
The customer reported a ventilator had a defective nav-ring. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. After further communication with the customer per good faith effort response, it was confirmed that while performing maintenance to the device, the device alerted to schedule field correction order implementation per recall. There was no malfunction with the device.